Manufacturer narrative:
(B)(4).

Event description:
It was reported that the set screw was damaged and unable to work. The device was explanted and replaced. No further information is available.

Event description:
New information received notes that the patient presented for lv lead replacement due to diaphragmatic stimulation. The device was replaced when the set screw did not work.